Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared safety mode. The patient had been receiving radiation treatments for lung cancer. It was noted that the patient fatigue was due to vvi pacing. Subsequently, the crt-p was explanted and replaced with a non boston scientific device. No additional adverse patient effects were reported.